Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this ICD had a voltage of 2.56 and charge times of 15.2 seconds. Later, it was reported that the voltage was 2.55, and 18 second charge times. With a charge on commanded it was 19.5 seconds and elective replacement indicator (eri) was not declared. Further, the device was reported to have a voltage of 2.54 and charge times of 18.7 and 21 seconds with no eri declared. However, the patient was seen at a later date in the emergency room for follow up after being successfully shocked out of a ventricular fibrillation episode. At this device interrogation eri had been declared based on charge times. No adverse patient effects were reported throughout this and the patient has been scheduled for a device replacement.

Manufacturer narrative:
The device was later explanted for normal battery depletion. A return request was made for this device.